Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), two photographs were provided for evaluation. The provided photographs display the ultrasite valves attached to an extension set, however no defect was observed via the photo. Based on the photographs provided the reported defect was unable to be confirmed. The reported defect of leakage was not confirmed. No root cause could be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and two (2) photos were provided for evaluation. The provided photos displayed the ultrasite valves attached to an extension set, however no defects were observed via the photos or sample. The sample was luer taper tested at the male end with passing results. Additionally, the sample was connected to a b braun extension set and pressurized with air, no leakage or disconnection was observed at time of testing. The reported defect was unable to be confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the patient: "as I was priming my new extension sets for the week, I once again had the light green female luer attachment uncapped before opening the package on the 6" y extension. I've also experienced mild leaking when infusing between the green female luer and both the ultrasite (415110) or the backcheck flow valve (415062)." No injury reported.